Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead fracture and helix being bent, then stretched out and broke off after moving from the unsuitable location. In addition, attempts for retraction and twelve to fifteen lead body turns were performed but proper positioning did not work, and the helix remained in the septal wall. This rv lead was replaced with the same model, not implanted and will not be returned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead fracture and helix being bent, then stretched out and broke off after moving from the unsuitable location. In addition, attempts for retraction and twelve to fifteen lead body turns were performed but proper positioning did not work, and the helix remained in the septal wall. This rv lead was replaced with the same model, not implanted and will not be returned. No adverse patient effects were reported. Additional information indicated that the lead fracture was confirmed via fluoroscopy.